Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded signal artifact monitoring 1 (sam1) and sam2 episodes. Technical services (ts) discussed that sam is designed to detect minute ventilation (mv) sensor signal frequency. Sam1 event shows mv noise on both right atrial and right ventricular (rv) leads as well as some other artifact. Impedance break down was atypical. It seems electromagnetic interference (emi) can amplify mv signal and it is suspected that the patient was having a procedure. Sam2 was sensor vector with failed sensor lead check. This rv lead impedance was high out-of-range as it was over 2500 ohms. Ts recommended to investigate what was doing the patient at the time of this episode and recommended programming options. The health care professional is going to check the patient and program the device according to the discussed options. Further information was received indicating this patient's rv lead is dislodged, and the patient's pacemaker was reprogrammed due to this issue, the rv lead was turned off. Eventually, this pacemaker caused more issues due to mv oversensing. Apparently, the patient suffered bradycardia due this issue as it was found the mv feature was not turned off. However, it will be turned off. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. Visual inspection showed no anomalies. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Laboratory testing found no evidence to indicate device defect, abnormal damage, malfunction, or lead-to-device connection. However, the clinical observations were confirmed based on field-reported information.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded signal artifact monitoring 1 (sam1) and sam2 episodes. Technical services (ts) discussed that sam is designed to detect minute ventilation (mv) sensor signal frequency. Sam1 event shows mv noise on both right atrial and right ventricular (rv) leads as well as some other artifact. Impedance break down was atypical. It seems electromagnetic interference (emi) can amplify mv signal and it is suspected that the patient was having a procedure. Sam2 was sensor vector with failed sensor lead check. The rv lead impedance was high out-of-range as it was over 2500 ohms. Ts recommended to investigate what was doing the patient at the time of this episode and recommended programming options. The health care professional is going to check the patient and program the device according to the discussed options. Further information was received indicating this patient's rv lead is dislodged, and the patient's pacemaker was reprogrammed due to this issue, the rv lead was turned off. Eventually, this pacemaker caused more issues due to mv oversensing. Apparently, the patient suffered bradycardia due this issue as it was found the mv feature was not turned off. However, it will be turned off. Subsequently, this pacemaker was explanted due to normal battery depletion and the rv lead was plugged into the new implanted pacemaker with impedances oor. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded signal artifact monitoring1 (sam1) and sam2 episodes. Technical services (ts) discussed that sam is designed to detect minute ventilation (mv) sensor signal frequency. Sam1 event shows mv noise on both right atrial and right ventricular (rv) leads as well as some other artifact. Impedance break down was low out-of-range and atypical. It seems electromagnetic interference (emi) can amplify mv signal and it is suspected that the patient was having a procedure. Sam2 was sensor vector with failed sensor lead check. Rv impedance was high out-of-range as it was over 2500 ohms. Ts recommended to investigate what was doing the patient at the time of this episode and also recommended programming options and the health care professional is going to check the patient and program the device according to the discussed options. No adverse patient effects were reported.